Event description:
Device evaluation. Mss reviewed the pa testing results for this complaint¿s returned meter. On (B)(6) 2014 the patient¿s test strips was evaluated with failing results. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue the structural integrity of the test strip vial was found to intact during a gross leak test and passed pdt testing. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results on the subject meter (onetouch verio iq0 compared to their feelings/normal readings. The reporter obtained blood glucose readings of "194, 179 and 174mg/dl" on the subject meter. This complaint was being ruled-out because such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Followup#1- correction (12/22/2014). Supplemental sent to correct clerical error in incedent description first sentance stated meter was returned. This was incorrect the test strips were returned.